Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty and kink was not confirmed. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported and there were no packaging or labels returned. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a right femoral artery access approach during a procedure of the mildly tortuous, mildly calcified, heavily stenosed distal circumflex artery, the balance middleweight (bmw) guide wire was placed and while backloading the 2.5 x 18 mm xience xpedition stent delivery system (sds) over the guide wire the sds shaft was kinked and the guide wire was also kinked so the devices could not be removed separately. The two devices were removed from the anatomy as a system without issue. A second bmw guide wire and several xience xpedition stents were used to complete the case with a good result. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The xience xpedition device referenced is being filed under a separate medwatch MFR number.